Event description:
It was reported that during an incoming inspection at the subsidiary, the blood pass way was found to be blocked. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event was not provided. Date entered has been estimated. This complaint was confirmed when the tube was sectioned and glue was found inside the tube. An assembly fixture was developed to prevent any glue from entering the inside of the tube. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.